Event description:
Additional information provided that the pump is not available for return.

Manufacturer narrative:
B5 was updated with additional information and d6b the explant date was provided.

Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support a (B)(6) year-old male patient with cardiomyopathy and a history of coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Prior to pump placement, the patient was supported by inotropes and vasopressors and had a cardiac arrest with CPR. During support, the battery on the automated impella controller (aic) would not charge. The rn reported the console was not charging when plugged in, despite trying multiple outlets. The aic was swapped, and it was found that there was a cut in the wire at the plug side of the power cord. The end of the power cord was replaced and electrical safety was verified before returning to service. During support, the patient went into ventricular tachycardia (vt) six times in one day and was cardioverted six times back into normal sinus rhythm. The patient remained on support. Tachycardia may be related to underlying cardiac disease, critical illness, and the hemodynamic instability associated with advanced heart failure and mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Catalog and serial corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia/pdi: the root cause of the injury was unable to be determined due to insufficient clinical details.